Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the pain stimulator battery was dead. No symptoms were reported. It was reported that what led to the ins battery going dead was the neurostimulator no longer provided any pain relief, it was a few years ago when the patient last charged. Reprogramming never resolved the issue and they are not able to charge up and use the ins.